Event description:
A pt death occurred due to septic shock the day after a transfusion of a red cell unit stored in the storage bag of the pall filtration set. The unit of blood was collected in terumo collection set in 2004. The red cell unit was transfused in 2004 and the pt died the following day. The storage bag and corresponding segments were cultured and pantoea agglomerans was identified on both. Blood donor was asymptomatic at time of draw and a recent culture (35 days later) of donor blood showed no growth of this bacteria.